Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lens was cracked after implantation. Lens was explanted immediately and replaced with another iol in the same procedure. Additional information was requested.